Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. The may 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. A ship history record review is in progress. Results of the ship history record review will be provided in a f/u medwatch report.

Event description:
It was reported to boston scientific corporation that a pt underwent a therapeutic hydrothermal ablation procedure in 2006. During the procedure, an alarm was generated for fluid loss. A small visible leak was noticed in the cervix area, but the physician opted to continue the procedure. Post procedure, a third degree burn was noticed on the pt's cervix. The physician applied cream (unknown) and the pt was released. Upon a f/u visit, the burn appeared to be healed. About a month later, the pt was admitted to the hospital for severe pain. Upon visual inspection, it was noticed that her bowel wall was stuck to her uterine area of the fundus. The pt required emergency bowel resection. A full recovery occurred.